Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective guide wire. The guide wire appeared to be kinked and unraveled; however, this cannot be officially confirmed based on the photo quality and without the actual sample returned for analysis. Signs-of-use were also observed. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 72c17b0166 to indicate a higher scrap rate during production. Despite this, it cannot be determined if the complaint sample is linked to this non-conformance without the sample returned to evaluate. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire kinked and potentially unraveled; however, the actual guide wire was not returned for analysis. A device history record review was performed, and a potentially relevant finding was identified. The probable cause of the guide wire damage cannot be determined without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "guide wire bends when inserting the catheter in the patient." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "guide wire bends when inserting the catheter in the patient." No patient harm reported. The patient's condition is reported as fine.